Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced defective/damaged tubing. The following information was provided by the initial reporter: went to hook up patient's IV medication and noted the end of IV tubing to be broken; never heard it crack, did not twist hard appeared to be already broken. Wasted medication, time, and supplies.